Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was in telemetry lockout. The ICD was re-paired after being interrogated in clinic. No patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.